Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel (f&p) healthcare field representative, that the 950n81 neonatal ventilator dual heated circuit was found damaged and failed the ventilator leak test during setup and prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information has been requested but not provided. Section g4: the 950n81 neonatal ventilator dual heated circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k220703. Section h11: fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject 950n81 neonatal ventilator dual heated circuit to f&p healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.